Manufacturer narrative:
No button response due to corroded keypad traces. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and missing end cap sticker noted during visual inspection. No cracks noted near corners of display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that dome label sticker was missing and customer experienced cracks around display window. No further information reported.